Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an existing irritation that the lifevest exacerbated. The patient was not sure if the irritation was due to a 'kidney problem'. The patient's dermatologist provided the patient an over the counter cream and liquid. The medical outcome is unknown.